Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/lower pelvic pain") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: pill. Past adverse reactions to the above products included contraception with pill. Concurrent conditions included blood pressure high since 2010. Concomitant products included amlodipine since 2010, lisinopril since 2010 and metoprolol since 2010 for blood pressure high. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy / nickel allergy"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/ bleeding with clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), abdominal pain ("abdominal pain") and mental disorder ("psychological /psychiatric problems"). The patient was treated with surgery (underwent laparoscopic total vaginal hysterectomy (partial) due to complications from essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, allergy to metals, fatigue and mental disorder outcome was unknown and the menorrhagia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), allergic / hypersensitivity reaction: nickel, fatigue, lower stomach pain, abdominal pain, psychological /psychiatric problems. Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/lower pelvic pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's previously administered products included for an unreported indication: depo-provera and pill. Past adverse reactions to the above products included contraception with depo-provera and pill. Concurrent conditions included blood pressure high since 2010. Concomitant products included amlodipine since 2010, lisinopril since 2010 and metoprolol since 2010 for blood pressure high. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and allergy to metals ("nickel allergy / nickel allergy"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/bleeding with clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced mental disorder ("psychological /psychiatric problems/psychological or psychiatric problems"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparoscopic total vaginal hysterectomy (partial) due to complications from essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and abdominal pain had resolved and the rheumatoid arthritis, dysmenorrhoea, vaginal haemorrhage, allergy to metals, fatigue and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, mental disorder, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Rheumatoid arthritis event added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/lower pelvic pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included parity 1, gravida ii, diarrhea, rheumatoid arthritis, dysplasia, dysfunctional uterine bleeding and deep vein thrombosis. Previously administered products included for an unreported indication: pill and depo-provera. Past adverse reactions to the above products included contraception with depo-provera and pill. Concurrent conditions included blood pressure high since 2010. Concomitant products included amlodipine since 2010, lisinopril since 2010 and metoprolol since 2010 for blood pressure high. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and allergy to metals ("nickel allergy / nickel allergy"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/bleeding with clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent laparoscopic total vaginal hysterectomy (partial) due to complications from essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and abdominal pain had resolved and the rheumatoid arthritis, dysmenorrhoea, vaginal haemorrhage, allergy to metals, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent total hysterectomy (uterus and cervix removed), bilateral salpingo-oophorectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event mental disorder was replaced by events- "depression and mental anguish". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/lower pelvic pain') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included parity 1, gravida ii, diarrhea, rheumatoid arthritis, dysplasia, dysfunctional uterine bleeding and deep vein thrombosis. Previously administered products included for an unreported indication: ortho-tri from 2000 to 2005, depo-provera in 2000 and pill. Past adverse reactions to the above products included contraception with depo-provera and pill. Concurrent conditions included blood pressure high since 2010. Concomitant products included amlodipine since 2010, lisinopril since 2010 and metoprolol since 2010 for blood pressure high. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and allergy to metals ("nickel allergy / nickel allergy"). In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)/bleeding with clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In 2006, the patient experienced depression ("depression/psychological or psychiatric problems: depression and mental anguish") and anxiety ("mental anguish/psychological or psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain/lower abdomen area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparoscopic total vaginal hysterectomy (partial) due to complications from essure device). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, abdominal pain lower and abdominal pain had resolved and the rheumatoid arthritis, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy. Patient received treatment for pain, bleeding. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: event outcome of vaginal hemorrhage and allergy to metal were updated. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent laparoscopic total vaginal hysterectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.